Manufacturer narrative:
(B)(4). The device was returned for analysis. The failure to deploy the filter was unable to be confirmed due to the condition of the returned device. Based on a visual inspection and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The deployment issue appears to be due to the torn/separated portion of the delivery catheter pod encasing the filter and preventing it from being able to expand. It is likely that the pod separation occurred during use in the anatomy, possibly due to interaction with lesion calcification or associated devices. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents for failure to deploy reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the left carotid artery. The emboshield nav6 embolic protection device (epd) was advanced, and the filter was deployed; however, the filter did not expand. The filter was retracted back into the deployment system, and the epd was removed without issue. A new nav6 was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis revealed the delivery catheter pod was separated.